Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: none. It was reported that the mini vision was unable to cross the predilated, tortuous, and calcified mid left anterior descending artery. When the mini vision was being removed from the pt, the stent dislodged from the balloon inside the pt. A 2.5 x 15 rx voyager was used to remove the mini vision stent to the level of the non-abbott guide catheter. After the guide catheter was removed from the pt, the mini vision stent remained inside the guide cath. The guide cath was replaced and a xience stent was implanted in the target lesion without further incident. There were no adverse pt effects. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Eval summary: the inability to cross a lesion is not generally associated with a product quality deficiency and can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, or accessory device support. Furthermore, potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, pt anatomy or from an interaction with a previously implanted stent and/or accessory devices. The lesion was reported as moderately tortuous and moderately calcified, which likely contributed to the experienced difficulties. In addition, there was no report of any damage observed to the sds or the stent implant prior to the procedure, suggesting that a product quality deficiency did not contribute to the reported complaint. In this case, the mini vision likely interacted with the tortuous and calcified lesion such that it was unable to cross. This interaction may have caused the stent to become loosened and disrupted on the balloon, thereby facilitating stent dislodgement upon removal. Based on the information received from the complaint and the analysis of the returned product, the reported failure to advance and subsequent stent dislodgement appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. Additionally, all sds are 100% visually inspected online for stent damage, stent placement, dimensionally inspected to verify the crimped stent outer diameters, and a sampling of units is destructively tested for stent movement to verify stent security.